Event description:
The patient's spouse reported that the patient's v-go have been coming off during work as the patient has a very physical job. The spouse stated that this occurs regularly, but no specific event dates or number of occurrences were provided. It was reported that devices were available for return to the manufacturer for evaluation. However, to date, have not been received.